Manufacturer narrative:
H3, h6; software was returned for analysis. The log review identified two sessions on the incident date. As per the gch comments it is observed that the scan was initially retrieved from pacs using an incorrect protocol, which caused the image to appear in the wrong orientation. Manufacturer representative confirmed that on the second download attempt, the user selected the correct protocol, and the scan displayed with the expected orientation. The reviewed the archive contains two mr scan series. The first series consists of 39 slices with a slice spacing of 4 mm and a slice thickness of 3 mm. The second series consists of 192 slices with a slice spacing of 1 mm and a slice thickness of 3 mm. Additionally, slice spacing and thickness values were noted to exceed normal range. According to the gch comments, this is not a software-related issue. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that scans could be downloaded correctly when using another system. It was noted that the scans were transferred with incorrect protocol. After the second attempt to download images to system, the scans were normal. It was believed that the site did not properly review images beforehand. The manufacturer representative (rep) looked at the logs and the site attempted to correct the orientation and then reorientated the scan a second time, which corrected the image to the original state.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)) h3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when a scan was transferred over to the navigation system from the picture archiving and communication systems (pacs), the orientation was incorrect. The system had interchanged the left with the right side of the cranial scan, and the back of the head was cut off in the scan. There was no patient involvement.

Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown a manufacturer representative went to the site to test the navigation system. It was reported that no fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.